Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the onset of the un-related dialysis issue was reported to be (B)(6) 2024.

Event description:
It was reported that the patient went to the emergency room for an un-related dialysis line issue and was discovered to have an issue at the driveline connection at the system controller. Log files were submitted for review and captured no alarms in the patient's history and the pump was working as intended. The patient was admitted to the hospital and rescue tape was applied while waiting for a repair. A clamshell repair was placed on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h4: manufacture date: correction manufacturer's investigation conclusion: driveline bend relief compromise was confirmed by an onsite abbott representative, as well as through the images provided by the account; however, a specific cause for the damage could not be conclusively determined. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported dialysis could not be conclusively established through this evaluation. The submitted photographs captured separation of the driveline bend relief from the metal controller connector. A small tear was also noted in the bend relief that appeared to be less than 0.5" from the metal controller connector. The submitted log file contained events from 13jan2024 through 19jan2024. No notable pump events or alarms were observed. The pump appeared to function as intended at the fixed speed. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until later expiring on 15feb2024 (refer to MFR. Report # 2916596-2024-01163). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas, including renal dysfunction. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.